Event description:
The ventilator went inop while in use on patient. Patient reported hearing a loud pop, realized the vent had shut down and pushed call light. Alarm never sounded and battery backup did not come on. There was no patient harm. Service technician reported he was unable to duplicate problem. Service technician could not initially restart machine on battery or electric power. Service technician opened machine, found no visual problem, and was able to restart machine when open. Service technician reported that electronic log showed that vent shut down with no fault or alarms sounded. The vent has not been returned to the manufacturer, but is not in use. Dates of use: 2007 - 2008.